Event description:
New information received noted that the oversensing anomaly was caused by right ventricular lead noise. The patient had no symptoms due to the noise oversensing. The patient remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with oversensing noted on their right ventricular lead. On (B)(6) 2021, the physician capped and replaced the lead.